Manufacturer narrative:
Two forms of imaging were received with the complaint. No product was returned; therefore, an evaluation could not be performed. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information provided to st. Jude medical, the cause for the reported event could not be conclusively determined. The angio-seal instruction for use (IFU) states, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angio-seal device instructions for use (IFU) states if pt's have clinically significant peripheral vascular disease, based on published medical literature, the angio-seal device can be deployed safely in pt arteries > 5 mm diameter when there is found to be no luminal narrowing of 40% or greater within 5 mm of the puncture site.

Event description:
It was reported that following an angiogram, a 6f angio seal vip was selected for use. Hemostasis was achieved. A few days later, the pt complained of weakness in the leg. An ultrasound revealed a disturbance in the common femoral artery. The physician suspected that it was on the posterior wall. On (B) (6) 2010, the physician used an up and over technique with an 8, 9, and 10 mm balloons. It seemed to get better. The physician put a catheter over it and found a 20 mm pressure gradient. The sales rep reviewed the angiogram and found that there was translucent plaque or calcification at the right insertion site. A vascular surgeon was consulted however, surgery was not performed. The pt will be observed for thirty days. The pt was reported in good condition and has been discharged.